Event description:
The patient had c1-2 spinal fusion. The surgeon observed that the bone was very sharp there and that the lead had 'fallen apart' in the patient. The patient had experienced good stimulation coverage and pain relief prior to surgery. She had not experienced any shocking. The device system was explanted. It was not reported if explant had been planned prior to the discovery of the broken lead. The hcp reported the patient outcome as 'no injury, recovered without sequela'. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.